Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. No additional information was received regarding the outcome of the event.